Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, joint from the force bipolar jaws was dislodged. The procedure was completed with no reported injury.